Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 10 months. The pump remains in use supporting the patient. A specific cause for the reported infection could not conclusively be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. The heartmate 3 lvas instructions for use (IFU) lists infection as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with complaints of pain, erythema and swelling to the driveline for the past 2-3 days. Blood and driveline cultures were obtained and the patient was started on intravenous (IV) cefepime and vancomycin. The patient also had fevers as high as 102 fahrenheit. Blood cultures remained negative but driveline cultures came back (B)(6) for (B)(6). Antibiotics were switched to continuous cephalosporin (ancef). A CT of the abdomen showed inflammatory changes but no fluid collection around the driveline. It was recommended that the patient receive ancef for 6 weeks followed by oral antibiotics suppression. Estimated end date for ancef is (B)(6) 2018. The patient was discharged home on (B)(6) 2018 and will follow up with infectious diseases clinic (ID). No additional information was provided.